Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 220v (pump max). During the procedure, while using the pump max to aspirate thrombus, the physician noticed the vacuum produced by the pump max was decreasing. The physician then rebooted the pump max and successfully used it to complete the procedure without any issues. There was no report of an adverse effect to the patient. However, upon completing the procedure, the physician inspected the pump max and found that it was not producing enough vacuum and the gauge was not accurately reading the vacuum being produced. A penumbra sales representative also observed poor aspiration with this pump max and the gauge did not reflect the decrease in vacuum.

Manufacturer narrative:
Result: the regulator knob lock nut was not locked, and rotated slightly when the knob was turned by a penumbra investigator. The penumbra aspiration pump max (pump max) was plugged in and powered on. A calibrated vacuum gauge was connected to the pump max, and the vacuum gauge on the pump max was found to be within specification. The pump max generated fully adjustable vacuum. Conclusion: evaluation of the returned pump max revealed that the regulator knob lock nut was not locked, and rotated slightly when the knob was adjusted. The observed movement does not affect the pumps functionality in any material way. The root cause of this failure could not be determined. A calibrated vacuum gauge was connected to the pump max , and the vacuum gauge on the pump max was found to be within specification. The pump max was deemed functional. The root cause of the complaint could not be determined. Penumbra pumps are 100% functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.